Event description:
Customer reported that during plasmaphersis procedure the anticoagulant tubing was noted to be kinked. This was noted after first cycle and reinfused to donor. Operator became concerned that anticoagulant was not being delivered, as clotting was said to have been noted in the reservoir with the second cycle. Operator did not reinfuse at this point and discontinued the procedure. Due to donor's complaint of a headache and operators concern for possible reinfusion of clotted blood the donor was transported to the local ER room for eval. All tests performed at the e.r. Had negative results and the donor was released in good condition. The donor had indicated that donor had not slept well several nights prior to this event and donor felt this was the cause of donor's headache.